Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality control (qc) was within the expected ranges for level 1 and level 3 on the day of the event. A ccc specialist recommended the customer to reseat and align the sample probe tip, and to clean the sample drain. Then, the ccc specialist provided the customer recommendations regarding pre-analytical sample handling to the customer. A siemens headquarter support center (hsc) specialist reviewed information provided and found no product issue. It was noted the customer is using a stat spin, and centrifuged the sample for 5 minutes prior to running it. The hsc specialist determined that the sample was centrifuged at a different speed and time than the sample tube manufacturer's recommended centrifugation time and speed. The sample was rerun using a different cup in a different segment. The hsc specialist determined that the potential cause of the issue was sample specific. Poor sample quality and the presence of gel, fibrin, or cellular material potentially impacted proper sample aspiration and delivery when the sample was initially run. The cause for the falsely elevated eco2 result is unknown.the instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated carbon dioxide (eco2) enzymatic carbonate result was obtained on a patient sample on the dimension exl with lm instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the same dimension exl with lm instrument and on an alternate dimension exl instrument, resulting lower and within the normal range. The repeat result obtained on the original instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated eco2 result.